Event description:
Homepatient's (hp) wife reports pt experienced pruritis on back for 10 minutes at the end of drain 2 of treatment on homechoice device with use of this homechoice set. Per healthcare professional (hcp), no medical intervention was required.